Event description:
As of 15jul2019, new data was received from ecp which had confirmed that there were about five consumers who had reported folded and deformed lenses upon opening which they could not use. The ecp also added that there were five consumers who had experienced peripheral corneal ulcer following a short twenty to thirty minute naps. No further data available.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The root cause could not be determined. No complaint or manufacturing trend was identified, therefore no further activities are required. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a company representative on (B)(6) 2019, an ecp claimed to have multiple consumers who were diagnosed with unspecified corneal ulcers. The ecp added that other consumers had lenses which came in folded inside the blister pack. Laboratory tests, treatment modalities and scheduled follow up visits of the consumers were not disclosed. Other medical details including resolution to the adverse event remains unknown. No further information was provided.